Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A27 clarification- per investigation medical device problem was unknown, and no further information is available. A review of the complaint history for sn 14797756 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 14797756 was performed from the date of manufacture, 30-dec-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station medication was counted incorrectly as well as cubie admin didn't show up in the location shown in cycle count. A technical support specialist found that it was listed as 07 02, mentioned that item wasn't in the cabinet. No resolution was provided by the technical support specialist or customer regarding the reported issue. No additional information is available.

Event description:
It was reported that a bd pyxis medstation 4000 item counted incorrectly when issuing medication. While cycle counting, the user saw that it was listed as 07 02. The user tried tester, and no one saw the item as well as cubie admin. It did not show up in the location shown in cycle count. The user does not believe that item is in the cabinet. Issue trying to remove fentanyl was approved, but the cubie didn't open. She said there was 0 but actually 3 in there. There were no adverse events or injuries reported based on this event.